Event description:
It was reported that the air dermatome was tearing the skin. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned to the MFR for eval. It was found that the device was out of calibration only on the zero graft settings. It is unlikely that the out-of-calibration condition would have created an issue as skin cannot be resected on the zero graft thickness setting. Additionally, it was determined that the motor ran slow; however was within the spec limits. As part of preventative maintenance, the following parts were replaced; bearings, motor, and width plates that were damaged. A review of service records indicate that the device has not been in for repair or preventative maintenance since purchased in 2004. It is documented in the instruction manual included with the device that "the zimmer air dermatome should be returned every 12 months for inspection and preventative maintenance."